Event description:
In 2004, kinetikos medical, inc., was informed of the explant of a kompressor compression screw implant from a pt owing to chronic pain. The explanted components were requested repeatedly over the following 3 week period but ultimately were not returned to kmi for evaluation, nor was any lot information provided. The pt's cmc joint was subsequently revised using ligament reconstruction and tendon interposition.